Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered due to elevated short interval count and nonsustained episodes. The right ventricular lead is still in use. No patient complications have been reported as a result of this event.